Event description:
It was reported by the health care professional that a patient underwent a posterior t8-pelvis fusion and an anterior interbody fusion from t11-s1 via a left retroperitoneal approach. One month post op, the patient was complaining of a progressively enlarging mass in the left lower quadrant. A seroma was noted and drained percutaneously.

Manufacturer narrative:
Literature article citation: deutsch h. High-dose bone morphogenetic protein-induced ectopic abdomen bone growth. Spine j 2009; (10.1016/j.spinee.2009.10.016). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.